Manufacturer narrative:
Block b3: exact date unknown, event occurred a year prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 5060656.7071690.

Event description:
It was reported that the patient was experiencing overstimulation. All device components were explanted. No further information has been obtained.